Event description:
Per the clinic, the patient expired on (B)(6) 2013, due to suspected increased intracranial pressure. There are no allegations that the implanted device has caused or contributed to the event. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.